Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited oversensing of noise, which was suspected to be due to electromagnetic interference (emi). The device will be monitored and remains in use. No patient complications have been reported as a result of this event.